Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding charge. Reportedly, the battery was depleting faster than usual and required more frequent charging. Additionally, it was reported that the screen was either scratched or cracked. Reportedly, the reason for the cracked or scratched screen was unknown. The customer declined further follow up regarding reported issues. There was no known impact to the customer's blood glucose.